Event description:
The reported incident occurred near the end of the cryoablation procedure after five ablations were done and the dilatator was reintroduced once in the flexcath sheath because a septum decannulation issue. The physician remarked that the valve of the flexcath sheath was leaking and blood going up in the lateral irrigation port despite irrigation system on perfusion pump at 20cc/hr plugged in it. When the physician tried to aspirate slowly from side port, a lot of bubbles appeared. He removed the arctic front catheter and aspirated and flushed while putting his finger on the valve to avoid any air aspiration from the valve. The arctic front catheter was reintroduced in the flexcath sheath and bubbles were again seen on aspiration. The physician was able to perform two additional ablations and complete the procedure while blood was leaking from the valve of the flexcath sheath, but no air visible in the sheath. No adverse event occurred.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.